Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0k227, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient was scheduled for a lead revision on (B)(6) 2016. The reason for the revision was unknown. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.